Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no insulin flow during injection with a bd pen ndl 32g 4 mm 5 bag 50 box sample. The following information was provided by the initial reporter: (1 of 2). It was reported that no insulin flow during injection. Doctor called in on behalf of his wife and he mentioned at least 5 of his patients experienced same issue. Stated no insulin flow during injection. Stated his wife is able to prime before injection but when she injects, it locks up. Stated, he has been replacing pen needles for his patients and wife. Doctor is going to have his patients call in so bd can assist them individually. Wife has samples to send in.

Event description:
It was reported that there was no insulin flow during injection with a bd pen ndl 32g 4mm 5 bag 50 box sample. The following information was provided by the initial reporter: (1 of 2) it was reported that no insulin flow during injection. Doctor called in on behalf of his wife and he mentioned at least 5 of his patients experienced same issue. Stated no insulin flow during injection. Stated his wife is able to prime before injection but when she injects, it locks up. Stated, he has been replacing pen needles for his patients and wife. Doctor is going to have his patients call in so bd can assist them individually. Wife has samples to send in.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.